Event description:
The customer reported that the patient was burned at two of the four pad sites during a radio frequency liver tumor ablation procedure. A boston scientific ablation system was in use. A boston scientific representative was present during the procedure and said the placement of the pads was proper. The pads were placed on the inside and outside of each thigh. The burns occurred at the pad sites on the inside of each thigh. The burn on the inside right thigh was approximately 4x2 inches, the burn on the inside left thigh was 1x1 inches. Both were deep, down to muscle and treated as a burn. Specific treatment of the burns was not reported). The site reported that the pads were discarded and are not available for evaluation.

Manufacturer narrative:
Date of initial report: 10/09/2009. No investigation was performed since the pads were discarded by the site. The IFU states: non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one patient return electrode may help mitigate the increased risk. The site was sent a copy of the pad IFU, and a hotline report on the concerns with non-traditional uses of this pad.